Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power up) was isolated to defective u104 and u604 pxa processors on the computer/analog board. Upon further investigation, the f600 fuse on the ca board was measuring open. The root cause for the defective u104 and u604 pxa processors could not be positively identified. The root cause for the open f600 fuse could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.